Event description:
It was reported that a handheld computer screen was blank after being fully charged and having the power light on. A company representative performed both soft and hard reset troubleshooting steps on the handheld computer, but the issue prevailed. A new handheld computer was sent to the neurologist, but at the moment attempts to obtain product return have been unsuccessful to date.